Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right- mentor memorygel siltex mod-rnd 325cc, catalog number 3542757. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel siltex mod-rnd 325cc breast implants that the patient had mammogram and MRI examination due to left side swelling and pain after implantation. Diagnosis is unknown at this time. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2018, additional information indicated that the left implant was ruptured and patient is scheduled for explantation on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).